Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Subsequently, a cartridge alarm 01 occurred during basal delivery. The customer's blood glucose level was 120-200 mg/dl. Customer reverted to an alternate method of insulin delivery.